Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (sn (B)(4) displayed tcmid:05 (coolant diff failure) error" was confirmed during the event log review but was not confirmed during the functional testing. Further investigation revealed that the root cause for the reported tcmid:05 error was a defective coolant sensor block, likely attributed to a defective component. Upon visual inspection, no physical damage was observed. The event log review indicated multiple tcmid:05 errors on the reported event date. Continuous coolant probe test delta between the primary and secondary coolant temperatures exceeds 6.0°c; thus, confirming the customer's reported complaint. The thermogard xp ivtm system passes the preliminary power on self-test (post), and the customer reported tcmid:05 was not reproduced. Upon further testing, unrelated to the reported complaint, the thermogard system failed during post due to mid:09 (malf_post_sensor), attributed to a defective coolant sensor block. During testing, amber and green led lights on the cold well pcb were turning on and off intermittently. This indicates a defective sensor circuit. If the cold well sensor does not work correctly, I/o pcb will cut the power supply 24v to the march pump, and the ce blower fan interrupts the system coolant from circulating and mixing well. This could be the root cause for the coolant temperatures to exceed 6.0°c and caused the thermogard system to display tcmid:05 error. The coolant sensor block was replaced to address the customer reported tcmid:05 and the mid:09 observed during the testing. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for thermogard xp ivtm system with sn (B)(4).

Event description:
During the maintenance phase of the ivtm treatment for a hypothermia patient, the thermogard xp ivtm system (sn (B)(4) displayed tcmid:05 (coolant diff failure) error. The customer re-started the thermogard system five times, and each time the thermogard system kept on displaying tcmid:05 error. Another thermogard system was used to continue the ivtm treatment with no harm to the patient. No consequences or impact to the patient.